Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-01318 for the first captivator cold single-use snare, and 3005099803-2024-01316 for the second captivator cold single-use snare. It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy and esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the device would not cut through the polyp. They had to apply pressure to the device as they have felt a lot of resistance when closing. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.